Event description:
#Medwatcher #(B)(4). Server cramps, butt cramps, leg cramps, heavy bleeding on my period a lot of fatigue, my weight gain is ridiculous. Headaches, leg pains, my left leg gives out. I faint, I get dizzy a lot, my stomach is very bloated. Itchy legs, rashes.